Event description:
It was reported that the patient experienced withdrawal symptoms. On interrogation the pump was in "sate state." Event logs confirmed that the safe state occurred on sunday, (B)(6) 2011 at approx. 09:40 per logs while patient was at home. Emi (electromagnetic interference) source(s) was denied. There were no alarms/reset/low battery noted on the logs; previous refill was done on (B)(6). The pump was updated and reprogrammed back to therapeutic infusion. Hcp (healthcare provider) restarted the pump, set alarms to 10 minutes, and monitored the patient. Hcp took x-rays to confirm catheter, it was "ok." It was stated that the patient was "better when he left the clinic a few hours later." Drug delivered via the pump was dilaudid 10mg/ml.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted on: (B)(6) 2004, explanted on: unk; catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2004, explanted on: unk.